Manufacturer narrative:
E1: patient city: (B)(6). Patient country: slovenia. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6011104 in question was manufactured at the reynosa site. Test results: complaint investigation:the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6011104 was manufactured according to the work instruction (wi) version 82 packging, on 15/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6011104 and no other complaint has been registered in tw for the same lot number, harm code and malfunction code.

Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced a hypoglycemia event on (B)(6) 2025. Blood glucose level was 4.6 mmol/l at the time of the event. Patient was administered intravenous (IV) glucose. Patient was discharged into home care. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction product used off-label or against the contraindications or not according to the infusion set. [Only use if no actual product malfunction has been reported]. The batch 6011104 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6011104 was manufactured according to the work instruction (wi) version 82 packging, on 15/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code product used off-label or against the contraindications or not according to the infusion set. [Only use if no actual product malfunction has been reported]., harm code signs of untreated hypoglycemia. That patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6011104 and no other complaints have been registered in tw for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.